Event description:
In 2008, the customer reported that during therapy, the pt had lost approx 2.5 pounds more than expected event after giving 900 milliliters (ml) of additional saline. The spouse of the pt performed a work around twice after receiving a flo 2 alarm on the 1550 machine. The spouse proceeded to re-calibrate the machine and proceed with treatment. The field service engineer (fse) described this as an uncontrolled ultrafiltration. The fse stated that the instrument did what it was supposed to do and alarmed. The spouse of the home pt told the fse that a previous baxter person (not named) had told the spouse that it was okay to do a work around for the alarm. The fse stated that the flo 2 alarm (a ufc failure) indicates a loose connection (hansen connector). The instrument sees excessive re-calibrations (checking itself) during the treatment (greater than 4 times in an hour) and the instrument gives a flo 2 alarm. The fse stated that the pt had a drop in blood pressure (unk).

Manufacturer narrative:
Upon arrival, the field service engineer (fse) found the inflow #1 sensor valve fluctuating. The fse replaced the rotor to the #1 inflow sensor and continued testing. Troubleshooting and resolution: the fse checked dearation pressures with no problem found. Testing/inspection: test run with fluid removal accuracy well within limits. The 1550 machine is operational and within specification limits.